Manufacturer narrative:
(B)(4). (B)(6). It is unknown if the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the distal end of instrument fracture during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Material analysis of the returned product confirmed it is made of the correct materials to specification. Analysis of the fracture surface determined that there are multiple fracture initiation sites consistent with a two way bending overload fracture. Device history record was reviewed and no discrepancies were found. The product had a potential field life of 5 years and 3 months. The device shows signs of heavy usage and analysis of the fracture surface indicates that multiple initiation sites are present. The root cause of the reported issue is attributed to wear and tear from use. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.